Manufacturer narrative:
Event date was estimated, the healthcare professional did not recall the specific day of the event and was only able to provide the month and the year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was rescue taped from the controller to the exit site due to superficial damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage could not be confirmed as no photos were submitted and heartmate ii lvas, serial number: (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. The account communicated that the patient¿s driveline was taped with rescue tape from the controller to the exit site on (B)(6) 2016. It was noted that the tape was applied due to superficial damage. No further information was provided. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.